Event description:
It was reported that when the patient presented in-clinic for follow-up, high capture threshold and increasing pacing lead impedance was observed. No anomalies were seen on fluoroscopy. Lead was capped and replaced without complication.